Event description:
It was reported that a one-link y-type catheter extension set cracked and leaked. The reporter stated that when flushing the set, it leaked from the insertion of the y-connector during patient use. The set was being used with chemotherapy. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing was performed without any issues noted. Simulated use testing and pressure testing were performed and failed due to a leak between the tubing and the y-site. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.